Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during a gallstone procedure performed on (B)(6) 2024. During the procedure, an alliance handle was used in conjunction with the trapezoid rx to crush a 1.5cm gallstone. However, the basket failed to crush the stone. Additionally, the side car rx (guidewire channel) was torn and pushed back. The procedure was completed with another trapezoid rx. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a23 captures the reportable event of basket failure to crush stone. Imdrf device code a0406 captures the reportable event of side car rx pushed back. Block h11: the returned trapezoid rx was analyzed, and a product analysis observed that the side car was torn and pushed back 5mm. One of the basket wires was detached from the tip. Media analysis observed the side car was pushed back. The reported event of side car rx torn and push back was confirmed. Based on all available information, the side car push back was most likely due to the amount of force applied on the thumb ring from the handle when attempting to crush the stone. By applying this force, the working length tends to retract itself and therefore pushes back the on the side car. Also, it's a possibility that the interaction of the guide wire used on the procedure with the physician's technique and the tortuosity of the procedure caused the side car rx to tear at the beginning of the guide wire channel. It was reported that this device was used alongside the alliance handle, which most likely added more force to the whole device. When the stone was unable to be crushed, all the pressure applied may have resulted in the detachment of the one basket wire from the tip. Therefore, the most probable root cause is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a23 captures the reportable event of basket failure to crush stone. Imdrf device code a0406 captures the reportable event of side car rx pushed back.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during a gallstone procedure performed on (B)(6) 2024. During the procedure, an alliance handle was used in conjunction with the trapezoid rx to crush a 1.5cm gallstone. However, the basket failed to crush the stone. Additionally, the side car rx channel was torn and pushed back. The procedure was completed with another trapezoid rx. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.